Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low voltage alarms were confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days ((B)(6) 2021 per timestamp). On (B)(6) 2021 from 18:06:33 - 23:43:01 there were events where the bus voltage while connected to the mobile power unit decreased to as low as 13.8v, as compared to the expected 14 v value. These events did not trigger low voltage alarms. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on (B)(6) 2021 indicated that the mobile power unit (mpu) would be replaced, that the serial number of the mobile power unit was unavailable, and that it would not be returning for evaluation. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for anemia, epistaxis, and hypovolemia. The patient experienced low flow alarms on (B)(6) 2021 and the log file captured low flow events on (B)(6) 2021. The cause of the low flow alarms was determined to be hypovolemia. The patient was given fluid bolus and received a blood transfusion and the low flow alarms resolved. Tape was noted on several places of the patient's driveline. Low voltage values were also captured while connected to the power module, and it was recommended to replace the patient cable. The patient was discharged on (B)(6) 2021. The patient's mobile power unit was replaced on (B)(6) 2021. Related manufacturer's reference number: 2916596-2021-01872.